Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 28-dec-2020/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Dev rtn to MFR? No. Mfg date: 25-jul-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), the device perforated the right ventricle, resulting in tamponade. The patient was sent to the operating room for ventricular repair and was placed on bypass. A drain was also used. The leadless ipg was removed through the perforation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.